Event description:
Caller reported a cartridge alarm occurred during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer declined further troubleshooting. No additional information was provided.